Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited a capture issue. The lead was not used and replaced during the procedure. No patient symptoms were reported.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the atrial lead exhibited failure to capture.